Event description:
It was reported that the insulin pump had a protruding drive support cap. The caller did not know the blood glucose reading. The caller stated that the insulin pump had been dropped on the floor and showed some physical damage to it. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.